Manufacturer narrative:
The report of pump stoppage alarms was confirmed based on a review of the submitted system controller log file data. The submitted system controller log file data also contained low speed operation events correlated with low flow hazard alarms and these events appeared to occur while the patient was operating on battery power. A cause of the recorded alarms could not be determined; however, based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential percutaneous lead issue. Additionally, the patient has a previous event of pump stoppages due to a suspected percutaneous lead issue which was reported under medwatch MFR # 2916596-2014-01934. The pump remains implanted and the patient remains ongoing on vad support using an ungrounded power module patient cable. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was given an ungrounded power module patient cable and was discharged home. A pump exchange had been considered; however, the surgeon made a decision not to place the patient on risk of any surgery as the patient was doing well with the use of a non-grounded power module patient cable and the pump parameters were reported to be stable. The healthcare professionals will consider placing the patient on the heart transplant list; however, as of (B)(6) 2015, the patient's body surface area (bsa) was high which was not suitable a heart transplant candidate.

Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 9 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). After approximately 2 years and 9 months of support, it was reported that the patient experienced a pump stop in the morning while the pump was connected to battery power. System controller log files and x-rays of the driveline were submitted to the manufacturer¿s technical services representative and internal damage to the driveline was suspected. The patient was asymptomatic. No further information was provided.